Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed to open and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer inspected the device, rebooted the pyxis, and logged into the hardware test application (hta) to attempt recovery. The engineer manually opened the drawer and identified that the open/close sensor was not functioning. The engineer powered off the device, removed drawer 2, replaced the latch and open/close sensor, reassembled the drawer, and reinstalled it in the main unit. After powering on the device, the engineer logged back into hta, tested the drawer by opening and closing it, and ran a full drawer test. The pyxis was rebooted, and the customer successfully recovered the failure in the application. Reactive preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.